Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to epidural hematoma that caused reduced motor function in right leg and was believed procedure related. The patient was doing well postoperatively.